Event description:
The pt reported e8 (power interrupt) was displayed while attempting to bolus and she is not able to clear the error. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
Eval results: infusion device was thoroughly evaluated. E8 power interrupt errors were found in the history. The up/down buttons were always active. Due to an external mechanical influence, the snap domes of the up/down buttons were pressed through. This incident occurred outside the united states. Info contained within this report is all that is available at this time.